Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 13th, 14th, 24th and 28th stent wraps with struts raised and bunched. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a severely calcified lesion in the lad which exhibited 100% stenosis in a severely tortuous vessel using endeavor sprint drug eluting stent. There was no damage noted to packaging. No issues noted when removing device from hoop. Device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The device did not pass through previously-deployed stent. Resistance was not encountered when advancing the device. There was no excessive force used during delivery. It was reported that the device failed to cross or position in the lesion. Another stent was then used and crossed the lesion successfully. There was no injury to patient or clinical sequelae reported for this event. The lesion was predilated and replaced with a smaller stent to pass.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.